Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that they used (1) one card per day of two weeks and is now having horrible headaches, could the ethylene oxide be causing the headaches. The consumer has been to the emergency department twice due headaches. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical service provided the swabs safety data sheet to the customer. The information to enable further investigation was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.